Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of a ruptured aneurysm. Vessel morphology very calcified and frail arteries. It was reported that the patient presented emergently to the hospital. The CT demonstrated that the patient had a ruptured aneurysm. The patient was unaware of the presence of the aneurysm. The physician implanted a bifurcated stent graft successfully, than the physician proceeded with the iliac limb. The next angiogram revealed that the guidewire positioning was lost and the iliac limb had been implanted outside of the contralateral gate. The physician elected to place two aortic cuffs converting the stent graft to an aui. The angiogram revealed that there was still an endoleak (it is unknown where the endoleak was coming from). The physician then elected to implant a second bifurcated stent graft inside of the first bifurcated stent graft. The final angiogram revealed that the endoleak was resolved. A femoral-femoral bypass was performed. The final outcome of the procedure was good and the patient is reported to be stable.